Event description:
Attorney alleges that his client rec'd "injuries sustained in a fall from a ramp of a handibus in 2001. Client suffered broken legs, as well as a broken ankle and a broken knee... The controls on the wheelchair were sticking, making it difficult for client to operate the wheelchair."